Event description:
An issue with a malfunction alarm was reported, identified as malfunction code 0. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. The customer continued to use the pump for insulin therapy.